Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events while the patient was supported by the mobile power unit (mpu) and power module. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. The submitted log files contained data from (B)(6) 2021 ¿ (B)(6) 2022. Transient low speed events were captured on (B)(6) 2021, and (B)(6) 2022 with associated low speed advisory alarms. An additional pump stop event was captured after the driveline repair on (B)(6) 2022 with associated low speed hazard and low flow alarms. The associated voltage levels indicated that the events occurred when the system was powered by the mpu and power module. A distal-end driveline replacement was performed on (B)(6) 2022, and approximately 17.5¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account later reported that the patient was discharged home with an ungrounded patient cable. There were no further alarms since using the ungrounded cable. The patient remains ongoing on heartmate ii lvas, serial number vad-54781, and no further related events have been reported at this time. The relevant sections of the device history records for vad-54781 and driveline serial number 33510 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Incidental findings: superficial damage to the outer jacket was observed approximately 2.25¿ ¿ 4.75" from the controller connector. A specific cause for this damage could not conclusively be determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had no further issues using a power module and ungrounded cable.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation has been complete.

Event description:
It was reported that the patient's log files were submitted for evaluation with concern of a low speed event. Technical services performed their review and confirmed 2 low speed events. One occurred on (B)(6) 2021 at 2:38 pm and the other occurred on (B)(6) 2021 at 2:20 pm. Both events occurred shortly after connecting to the mobile power unit (mpu). It was suggested this may have been due to a short-to-ground shield from a compromised driveline. The patient was discharged home on an ungrounded patient cable and power module. X-rays were performed and there was an area of concern 4 inches from the controller. A driveline repair was done on (B)(6) 2022. The percutaneous lead replacement was performed approximately 4 inches from exit site. After the patient was back on the grounded patient cable, and the patient moved, there was a noted low speed hazard and pump stop.